Manufacturer narrative:
Concomitant medical products - model: 5076-52, lead; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. Reprogramming was completed and a lead revision will be completed at a future date. The lead currently remains in use. No patient complications have been reported as a result of this event.